Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical service was provided to the customer due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020. The customer stated that the meter was reading high and not provide blood glucose value. The customer stated that the she experienced vomiting, dehydration, gastroparesis and some creamers due to high blood glucose. The auto mode was active at the time of high blood glucose event. The customer was treated with insulin drip. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. (B)(4).